Event description:
A caller reported a continuous glucose monitor (cgm) error. There was no adverse impact to the customer's blood glucose level. The technical support team provided information to reset the pump and guided the caller through the process. After the reset, the pump no longer displayed the cgm error code, and the caller successfully started their sensor session.